Event description:
Reporter stated that 4 infusion sets, from this lot, have broken. Patient's blood glucose was not affected and no treatment was received. Reporter stated that, each time the breakage occurred, it was discovered immediately, and patient was able to switch to new infusion set.